Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 5fr sheath after a diagnostic procedure. Reportedly, while inserting the proglide device, the sheath kinked. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device was returned with all components in pre-deployed position and the returned condition confirmed the reported sheath kink. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar sheath kink incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients who are morbidly obese: body mass index greater than 40 kg. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.